Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an impella cp was being placed when placement signal unreliable alarm occurred. No kinks in the cable were seen. There was also an unsuccessful attempt to insert the impella connector more firmly into the automated impella controller. The impella cp was replaced.

Manufacturer narrative:
The investigation of optical signal issue has been completed. The impella device and data logs were received for investigation. There was no problem was found with the pump and after cross functional review it is apparent the console was the potential cause of the issue. Please refer to manufacturer device report number 1220648-2025-30387 for an investigation into the console. D9 device returned to manufacturer date added.